Event description:
A customer reported receiving a glucose result of 345mg/dl on their precision xtra blood glucose meter. This reading was higher than how they were feeling. The customer then reported that as they were walking, it felt as if "the room was closing in on her." A friend of the customer helped her into bed, and it was at this time that the customer experienced a loss of consciousness. Details regarding treatment administered to stabilize glucose levels is unknown. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.